Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that they have been receiving constant no delivery alarms. The customer states their blood glucose level has been about 300mg/dl for about four to five days. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's current blood glucose level is 290mg/dl. Troubleshoot was conducted. The customer attempted set and reservoir change. The customer had thrown away sets and reservoirs. The customer was advised to call back when alarm occurs in order to troubleshoot.